Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software settings issue. The field service engineer verified ip address change in a station was upgraded and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a mini drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this incident.